Event description:
Two pacing leads were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately one month post the implant of the leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluids (not obstructed), and there was blood in/on the helix/ lobe mechanism. The outer insulation had a breached cut. There was apparent explant damage. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/ lobe mechanism.